Manufacturer narrative:
Follow-up #1: date of submission 8/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings:dim display with reddish text.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: the display is dim and has a reddish tint. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.